Manufacturer narrative:
Correction: product event summary: the distal portion of the lead was returned and analyzed. The svc (superior vena cava) defibrillation coil and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing, noise, and high superior vena cava (svc) coil impedance. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing, noise, and high superior vena cava (svc) coil impedance. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - 2010-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.